Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated alarm. During the conversation, the patient reported as of (B)(6) 2012, he is no longer on peritoneal dialysis (pd) therapy. The hp's physician had switched the patient to hemodialysis because he was getting frequent infections. The hp stated he does not know the cause of the infections or the type of infections he had. On (B)(6) 2012, product surveillance contacted the pd nurse regarding the infections. The nurse clarified that the infections were peritonitis and confirmed the patient had been permanently switched to hemodialysis. She did not have any further information regarding these events and transferred the call to the patient's regular pd nurse. The regular pd nurse declined to provide any further information.

Manufacturer narrative:
(B)(4).this is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Therefore, a sample evaluation will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h11h22152 and h11i14082 with no issues noted during the manufacturing process. There were no deviations from standard procedure.